Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and identified a mixing bath overflow. The manifold with solenoid banks 31-35 and the fan heater were damaged form the mixing bath overflow. The fse replaced the solenoid bank and the heater/fan assembly. The fse verified instrument performance. (B)(4).

Event description:
On (B)(4) 2014, the customer reported non-numerical codes (------) were generated for the quality control samples and requested a beckman coulter field service engineer (fse) visit to evaluate the instrument. During this service call, the fse identified an instrument leak in the coulter act 5 diff autoloader (al). The operator was wearing gloves, lab coat, and protective eyewear when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.